Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error during basal. Customer stated that they experienced high and low blood glucose levels due to pump issues. Customer also mentioned having air bubbles in the reservoir. Customer's blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Troubleshooting was done. However, customer declined to troubleshoot for high and low blood glucose levels and air bubbles. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.